Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer 4 failed and door not opening. The customer stated that this malfunction occurred when the user tried to dispense the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was not working. A field service engineer (fse) used the hardware test application to check all doors and noticed that door 4 had failed once. The latch on door 4 was replaced. All doors were confirmed to be working properly. The customer checked all doors multiple times using pyxis inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer 4 failed and door not opening. The customer stated that this malfunction occurred when the user tried to dispense the medications to the patient. There were no adverse events or injuries reported due to this event.